Event description:
The distributor initially reported: "2ea 09413 water traps. They are hard to close. Too tight." The distributor later reported on the paperwork that was with the parts returned: co doesn't know if there was a relation between the death and water trap problem though, the pt died."